Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. (B)(4). The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, seven conforming clips were fed and formed; no feeding issues were noted during the analysis. In addition, the lockout mechanism was found to be non-functional. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found to be damaged causing the lockout failure; however, no conclusion could be reached as to what may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, no clips came out of the instrument. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.